Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported the insulin pump was alarming with no delivery, despite changing out the infusion set and reservoir multiple times. The customer had not tried different cannula lengths. The insulin was clear and unexpired and customer was rotating sites and avoiding scar tissue. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and declined to return the product for analysis.